Event description:
It was reported that a stuck guidewire occurred. During a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation, a farawave pfa catheter was selected for use. While attempting to load the guidewire during preparation for the procedure, it was noted that the guidewire could not advance more than approximately four inches into the catheter via the handle end before the wire was stuck and unable to be advanced any further. The guidewire was loaded via the catheter tip without issue. The procedure was completed successfully without patient complications. Post procedurally, the physician noted, that at one point the guidewire was difficult to move. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a stuck guidewire occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. While attempting to load the guidewire during preparation for the procedure, it was noted that the guidewire could not advance more than approximately four inches into the catheter via the handle end before the wire was stuck and unable to be advanced any further. The guidewire was loaded via the catheter tip without issue. The procedure was completed successfully without patient complications. Post procedurally, the physician noted, that at one point the guidewire was difficult to move. The device was returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection of the device noted no abnormalities. The catheter was returned with the guidewire inserted. While attempting to remove the guidewire, resistance was felt, but the guidewire was removed successfully. Upon inspection, the guidewire was found to be damaged. A new guidewire was inserted into the catheter. The catheter was deployed to basket and flower configurations without difficulty. The reported stuck guidewire was confirmed.